Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient consulted a nurse. The nurse assisted the patient, she removed the needle from the patient´s body with tweezers, applied a compression and 2 stitches for the wound. At the time of the report the patient was feeling fine and the insertion site was still bruised. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.